Event description:
The pt underwent a cardiac catheterization on (B)(6) 2012. At the completion of the procedure, dr (B)(6) attempted deployment of the vessel closure device. Dr (B)(6) felt resistance and was unable to remove the closure delivery system. Dr (B)(6) consulted vascular surgery dr (B)(6). The pt was taken to the operating room for right femoral artery exploration and removal of mal-deployed closure device with direct repair of the right common femoral artery with a saphenous vein patch. Company name: abbott product name/size: proglide perclose/6f reference # (B)(4), lot # 20215j1.